Manufacturer narrative:
The technician investigated and found the communication cable was not functioning. There was not visible damage on the communication cable. This was most likely damaged caused by user error such as not unplugging the cable before transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the bed with a note stating the bed exit alarm is not sending a nurse call signal when the bed exit alarms at the bed to the nurses station. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).